Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported adhesion correction peeling at the distal end fixing screw (c body) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached, chipped, and cracked, switch #1 was cut, the universal cord was wrinkled, the acoustic lens was damaged and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the adhesive of the evis lucera ultrasound gastrovideoscope was chipped. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was insufficient adhesive in the screw holes at the distal end. The report is being submitted due to insufficient adhesive at the distal end found during evaluation.